Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 33 mg/dl. The customer was trying to upload the pump and it was stuck at 2%. The customer stated that there were 2 bars in the battery icon. The customer ran a self-test and it passed. The customer declined to troubleshoot for the pump.